Manufacturer narrative:
Additional information: section b7: medical history; section h10: narrative text. The sapien valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis is a potential risk associated with the use of the bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Medical records review revealed 3 years post implant, the valve was without insufficiency and had a mild-to-moderate stenosis. A mean gradient of 8.7mmhg and a peak gradient of 20mmhg were reported. Four (4) years post implant, the valve was well-seated with trivial insufficiency. A mean gradient of 21mmhg and a peak gradient of 37mmhg were reported. Echo indicated the valve was functioning well. The patient returned to the clinic 3 months later for a recheck of the aortic stenosis. The patient reported symptoms that included shortness of breath and chest pain. The symptoms were exacerbated by walking. Following the discussion concerning the intervention options, it was determined that the patient will be scheduled for a tavr valve in valve procedure. Per medical opinion, the valve did not fail prematurely. No further information is available at this time. In this case, based on the available information, the cause of the aortic valve re-stenosis and increased gradients 7 years and 8 months post implant, could not be determined. Patient factors and co-morbidities may have contributed to the valve stenosis and planned intervention. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for correction of the clinical closure. This section h11 has been updated. The sapien valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis is a potential risk associated with the use of the bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Medical records review revealed 3 years post implant, the valve was without insufficiency and had a mild-to-moderate stenosis. A mean gradient of 8.7mmhg and a peak gradient of 20mmhg were reported. Four (4) years post implant, the valve was well-seated with trivial insufficiency. A mean gradient of 21mmhg and a peak gradient of 37mmhg were reported. Echo indicated the valve was functioning well. The patient returned to the clinic 3 months later for a recheck of the aortic stenosis. The patient reported symptoms that included shortness of breath and chest pain. The symptoms were exacerbated by walking. Following the discussion concerning the intervention options, it was determined that the patient will be scheduled for a tavr valve in valve procedure. Per medical opinion, the valve did not fail prematurely. No further information is available at this time. In this case, based on the available information, the cause of the aortic valve re-stenosis and increased gradients 7 years and 8 months post implant, could not be determined. Patient factors and co-morbidities may have contributed to the valve stenosis and planned intervention. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
During a recent administrative review, the engineering evaluation was re-opened to correct the clinical closure. A supplemental MDR is being submitted after further review of the corrected MDR. This section h11 has been updated. The sapien valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis is a potential risk associated with the use of the bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Medical records review revealed 3 years post implant, the valve was without insufficiency and had a mild-to-moderate stenosis. A mean gradient of 8.7mmhg and a peak gradient of 20mmhg were reported. Four (4) years post implant, the valve was well-seated with trivial insufficiency. A mean gradient of 21mmhg and a peak gradient of 37mmhg were reported. Echo indicated the valve was functioning well. The patient returned to the clinic 3 months later for a recheck of the aortic stenosis. The patient reported symptoms that included shortness of breath and chest pain. The symptoms were exacerbated by walking. Following the discussion concerning the intervention options, it was determined that the patient will be scheduled for a tavr valve in valve procedure. Per medical opinion, the valve did not fail prematurely. No further information is available at this time. In this case, based on the available information, the cause of the aortic valve re-stenosis and increased gradients 7 years and 8 months post implant, could not be determined. Patient factors and co-morbidities may have contributed to the valve stenosis and planned intervention. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. . As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 7 years and 8 months post implant of a sapien valve in the aortic position, valve failure due to stenosis was reported. The heart team did not feel the valve failed prematurely. No further information regarding possible intervention was not provided. The valve currently remains implanted in the patient.